Event description:
It was reported that guidewire shaft fractured occurred. The target lesion was located in the common carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, the filter crossed the lesion, but the device detached and bend. Additionally, after inspection, it was noted that the guide wire of the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the guide wire of the delivery shaft was found to be fractured after checking it is pertaining to a peel-away sheath. The broken portion of the device was simply pulled out when removing it.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath, moreover the wire was bent. Based on the evidence, the reported allegation could not be confirmed, since it was not found during product analysis.

Event description:
It was reported that guidewire shaft fractured occurred. The target lesion was located in the common carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, the filter crossed the lesion, but the device detached and bend. Additionally, after inspection, it was noted that the guide wire of the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the guide wire of the delivery shaft was found to be fractured after checking it is pertaining to a peel-away sheath. The broken portion of the device was simply pulled out when removing it.

Event description:
It was reported that guidewire shaft fractured occurred. The target lesion was located in the common carotid artery. A 190 cm filterwire ez was selected for use. During the procedure, the filter crossed the lesion, but the device detached and bend. Additionally, after inspection, it was noted that the guide wire of the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported.